Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 169 mg/dl. Customer stated they do not receive a new transmitter. Customer did not have the transmitter with him and no sensor in the body either. Customer is asked to call back to troubleshoot for event with all devices.